Event description:
Device malfunction: difficult to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, the sheath failed to split completely. The device was removed and hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been rec'd.